Event description:
Literature report: "esophacoil: long term results in 81 pts" gastrointestinal endoscopy, 48(8), 1998, p.376-382. In one pt with esophareal carcinoma and tumoral involvement of the fundus and diaphragm, perforation occurred during insertion. This complication was successfully treated by surgery. In two pts perforation occurred after successful stent insertion during the first 24 hours because of low resistance of the underlying tissue (one had metastatic breast carcinoma; the other a long, ulcerated esophageal tumor). Both pts died 3 and 5 days, respectively, after stent insertion. All three of these pts were previously treated with radio therapy and chemotherapy. Another 3 pts had the esophacoil stents endoscopically removed because of migration to the stomach. Physician conclusion: physician "found by long-term follow-up that the esophacoil stent is effective and safe for the palliative treatment of malignant dysphagia, including pts with significant fistulae."